Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and a priming anomaly from the insulin pump. The customer stated that he changed his set last night and notice his blood glucose went over 600 mg/dl. The customer was unable to get the new set to prime a bolus delivery. The customer was assisted with priming and rewinding the pump. The customer noticed that there was a leak at the site. The customer was able to change the infusion set. The customer was advised to call back if needed.